Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests and functional test which failed is serial number verification. The receiver case was opened, and an internal visual inspection was performed and passed. A receiver download was performed and finding error related to the complaint. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).